Event description:
It was reported to vyaire medical that the vela ventilator stopped running while on the unit. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other ¿ the suspect device was not returned for evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer indicated that the events on nov 2 had a low ve (minute ventilation), low pip (low peak inspiratory pressure), a circuit disconnect, and a high rate, but no further occurrences. The unit turns on like it should and no other alarms present. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.